Manufacturer narrative:
The precice nail was removed and the patient was implanted with a new precice nail without incident. To date, the patient is doing fine and no negative outcomes were reported. To date, the device has not been returned; therefore, no evaluation has been conducted. A DHR review revealed that the precice nail met all of the required quality inspections and was released within specifications.

Event description:
A distributor reported that a patient's precice nail does not appear to be lengthening after approximately five (5) months of implantation.